Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) was repositioned due to erosion. It was noted that the balloon had migrated close to the incision site and was clearly visible. The balloon was repositioned. There were no additional patient complications.